Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Reportedly, the customer experienced an elevated blood glucose (bg) level of 650 mg/dl. Customer administered a manual injection to address bg. The customer continued to use the pump for insulin therapy.